Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the right coronary artery (rca). A 185cm j tip pt²¿ was advanced to cross the lesion. However, during the procedure, the wire was noted to be broken and remained in the rca.